Event description:
It was reported that after angioplasty of a medium stenosis at the middle cerebral artery (mca), the physician tried to place the stent delivery system (subject device) in the target lesion; however, the stent could not be advanced through the microcatheter. During adjustment the stent deployed prematurely. There were no patient clinical consequences reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the introducer sheath distal tip was noted to be damaged and the stent was partially deployed from the introducer sheath. Procedural fluid was noted on the device. During functional testing, the stent was advanced from the sheath with resistance, confirming the reported complaint. In case of this complaint, no anomalies were noted to the device prior to use and there is no indication of a user error. It is likely that the introducer sheath was damaged during use resulting in the reported issues. The stent was noted to be partially deployed from the introducer sheath when returned for analysis, indicating that the stent partially deployed during transfer. An assignable causes of procedural factors will be assigned to the as reported and as analyzed issues 'nv ¿ stent difficult/unable to transfer', 'nv ¿ stent deployed prematurely during use ', 'nv ¿ stent difficult/unable to advance or pullback through microcatheter', 'nv - stent introducer sheath distal tip damaged', 'nv - stent deployed prematurely during transfer', and 'nv - stent difficult/unable to transfer', since the issues was associated with a product that meets stryker design and manufacture specifications and was used in accordance with the direction for use (dfu), but due to procedural and/or anatomical factors during use, the device performance was limited. Non reporting rationale: the product investigation did not confirm that the stent was prematurely deployed during use but that the stent was prematurely deployed inside the microcatheter hub during transfer, and it remains outside the patient at all times during the procedure. It is highly unlikely that the deployed stent at the hub contributed to and /or cause any patient injury; therefore, the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after angioplasty of a medium stenosis at the middle cerebral artery (mca), the physician tried to place the stent delivery system (subject device) in the target lesion; however, the stent could not be advanced through the microcatheter. During adjustment the stent deployed prematurely. There were no patient clinical consequences reported.